Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet was not charging until the user switched to a different power outlet, after which charging proceeded normally. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Customer service provided troubleshooting focused on power supply and charging functionality. Investigation of this case revealed that the device and charger functioned as designed when connected to a functional outlet, indicating an issue related to the external power source rather than the device. It was concluded, based on previously established findings for similar reports, that the cause was user technique or external environmental factors affecting available power.